Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the balloon ruptured with an explosion sound. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).